Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Moreover, additional findings of a crack on the connector, and rust inside the charged coupled device. Based on the results of the investigation, the additional findings cause were traced to component failure. A device history review of the current product was conducted, and no issues were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image problem, image was blurred. Additional information received that damaged scope was swapped with a similar device and completed the procedure. There were no reports of patient harm.